Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Failure analysis investigation found instrument's pitch cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. In addition, the bottom bipolar pin was bent upwards. The instrument passed the electrical continuity test. It was concluded that the bent bipolar pin may have been due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, a broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci myomectomy procedure, an unknown issue occurred on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.